Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the misplacement of the implants was due to skiving. It was reveal that the software detected and alerted the user of excessive force present on the load cell during bone work. This excessive force present on the load cell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Review of the plan implants shows that the l4 left and l5 left implants were planned on a highly angled surface of bone which may cause the instrument to skive depending on the technique of the user. Skiving can lead to the misplacement of screws. The surgeon aborted use of excelsiusgps and switch to a freehand technique to replace the l4-l and l5-l implant and place l4-r and l5-r. There was no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique. The following sections have been updated for this supplemental report: